Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unreported date in 1973. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. No further information was provided regarding the outcome of the peritonitis event. It was not reported if pd therapy was ongoing. No additional information is available.